Manufacturer narrative:
Device not returned for evaluation.

Event description:
Reportedly, the implant broke when the surgeon attempted to rotate the device within the disc space. While removing the implant, a dural tear was sustained. The dual tear was repaired by the surgeon.